Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a pocket revision due to non-device related weight loss. The weight loss caused the device to move to a location that is uncomfortable for the pt. The physician revised the pocket and repositioned the leads due to uncomfortable stimulation. The pt is reportedly doing well and receiving adequate stimulation.